Manufacturer narrative:
(B)(4). The root cause of the event was determined to be user error-poor aseptic technique. A label review was not be performed due to unknown product code.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
On (B)(6) 2010, baxter (B)(4) received a report from a nurse in (B)(6) who stated that on an unknown date, a home patient(hp) was hospitalized for unspecified peritonitis. On (B)(6) 2010, the hp's physician reported that on an unknown date, the hp was treated by peritoneal irrigation and received unspecified antibiotics. At the time of the report, the hp was recovering from peritonitis but remained hospitalized with pd therapies ongoing. The reporting physician stated that there was possibly a break in aseptic technique but confirmation was not provided. Per the physician, peritonitis was not related to the pd therapy or baxter devices.